Manufacturer narrative:
A trumpf medical service technician was dispatched to investigate this incident. It was discovered that the caldding segments had become detached, causing the restricted motion. The technician reattached the cladding segments and the table functioned as intended.

Event description:
A user facility reported that the cladding of a trumpf medical trusystem 7000 dv operating table fell during a case and limited the table's range of motion. No injuries were reported.